Event description:
I went in for a covid rapid antigen test and the results came back positive. I took 2 other rapid antigen tests within 2 hours of the positive result and both came back negative. I went in the next day for a pcr test and that came back negative. Three days later I had a rapid antigen and antibody test done, and the rapid antigen came back negative as did both of my antibody tests (igm and igg). The first test I took was a false positive since it's the only positive test I've had and I've had 5 negative results. FDA safety report ID# (B)(4).